Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
Facebook complaint received. "I was very sick all the time had to have iron infusions all the while I only lost maybe 50 lbs but that was because I could either eat whatever or not even swallow my own split it was the worst ever I was so sick vomiting all the time no matter what they did - I had a revision surgery to the rue-n-y gastric bypass surgery and have been extremely successful." "I just had the sleeve surgery. I feel great. Almost down 50 surgery was in march. Continue doing what your doing and you will succeed."